Event description:
It was reported that during the implant attempt, the doctor did not like the way the right ventricular lead appeared in the right ventricle chamber. After several attempts, the doctor decided to explant the lead and a new type of the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.